Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed visual inspection and found insertion needle bent inside sensor base. We were unable to confirm customer received sensor in said condition due to customer returning sensor opened/used. Complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the sensor and serter. The serter went sideways and broke the sensor. Customer's blood glucose level was not reported. The device was not returned.